Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Visual inspection was performed and found cracked front cover, unrelated to the reported complaint. Front cover was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in may 2013. It has exceeded its expected service life of 5 years. Review of the archive showed (system error 132 - internal watchdog timeout), thus confirming the reported complaint. The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual CPR" displayed upon powering on the device. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). The (B)(4), reported on (B)(6) 2015. Processor board was replaced.

Event description:
As reported during shift check, the autopulse platform ((B)(4)) was displaying error message "system error, out of service, revert to manual CPR" when powered on. No patient involvement was reported.